Event description:
Hamilton medical ag received the following incident description: in test, wrong positive alarm " disconnection on ventilator side."

Manufacturer narrative:
Wrong positive alarm "disconnection on ventilator side" was due to defective inspiratory valve. Inspiratory valve was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Wrong positive alarm "disconnection on ventilator side" was due to defective inspiratory valve. Inspiratory valve was replaced.

Event description:
Hamilton medical ag received the following incident description: in test , wrong positive alarm " disconnection on ventilator side" .